Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced a fever and swelling around the deep brain stimulation (dbs) implantable pulse generator (ipg) site. Cultures taken were positive for methicillin-resistant staphylococcus aureus (mrsa). The patient underwent a procedure where the ipg and a portion of the lead extension were removed; leaving the remainder of the lead extension implanted in the patient. The patient was prescribed anti-biotics and did well post-operatively. Physical analysis of the lead and lead extension was not performed as they were retained by the facility.